Manufacturer narrative:
Part number# 107-70 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k965132. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reports that the balloon was deflating after being fitted on patient 3 times one after the other; the patient did not suffer any injury from the incident. This report is associated to the second occurrence report on MFR# 2936999-2011-00316.